Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they noticed that their first implant was not working many years ago because they still had leakage and that after the implant procedure it only worked for a few hours. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient¿s ins wasn¿t working so they had it replaced. It was noted that it hadn¿t worked for a long time, 10 or more years. No further patient complications are anticipated or expected as a result of this event.